Event description:
Literature was reviewed regarding percutaneous pulmonary valve implantation in children and adults with an age and gender-specific a nalysis.  The study population included 58 patients with a mean age of 29 years who were predominantly male.  Multiple manufacturer¿s devices were implanted in the study population; 17 patients were implanted with a medtronic melody bioprosthetic valve.  Deaths occurred in the study population; however, there was no statement establishing a causal or contributory relationship between medtronic product and the deaths.  Among all patients adverse events included: minor bleeding complication, left pulmonary artery perforation, atrial fibrillation, severe pulmonary regurgitation, residual right ventricular outflow tract (rvot) stenosis requiring intervention, and endocarditis.  No further information was provided pertaining to medtronic products.

Manufacturer narrative:
Citation: kotidis et al. Percutaneous pulmonary valve implantation in children and adults with an age and gender-specific analysis. Cardiology in the young 1-7 2024. Doi: 10.1017/s1047951123004328 earliest date of publication used for date of event. No unique device identifier (serial/lot) numbers were provided; without this information it could not be determined whether these observations have been previously reported. Without return of the product no definitive conclusion can be made regarding the clinical observations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.